Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was oversensing noise. Isometrics were performed in the clinic and noise was not reproducible. Programming changes were performed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular was oversensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.